Event description:
It was reported that the right ventricular (rv) lead had experienced high/unstable thresholds and exit block had occurred. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent and the overlay tubing of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. We also received performance data collected from the device and have analyzed the data. Analysis of the device memory indicated a lead impedance out of range alert, the impedance on a defibrillation coil was beyond the expected upper range and the impedance on a pacing lead was beyond the expected upper range. (B)(4).